Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers alleged: frequent and significant pain in her right hip. Doi: (B)(6) 2009 right hip. Dor: none reported. Patient residence: (B)(6). Update: (B)(6) 2012 - additional information has been received. Report states: it is alleged that since the surgery the patient has experienced pain caused by failure of the system including but not limited to: loosening of the components and the generation of excessive metallic debris during normal use. There is no new information that would change the outcome of this investigation. Revision surgery has yet to be reported. Update ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated, and a product has been added. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2011.